Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that a cartridge alarm occurred during the loading process. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.